Event description:
It was reported that during a da vinci-assisted dermoid cystectomy surgical procedure, there was a repeated error 32098 on the system's universal surgical manipulator (usm) 1. The user switched to another usm to continue the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer power-cycle the system, but the same error occurred again. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system's universal surgical manipulator (usm) due to the error 32098. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated the reported complaint. The error occurred during startup in normal mode. Visual inspection showed all connections were intact. There were no loose connections and no signs of fluid intrusion. Fa swapped a new axes controller motor (acm) board, restarted the system, but the error persisted along with error 23062, on degree of freedom (dof) 7. The dof 7 stator connector was seated properly. The connector was unplugged and reseated for inspection and there were no issues. Fa replaced the axes controller carriage power (accp) board, then unplugged and plugged the connector; but, the error still occurred. Lastly, fa installed all the original components back, performed calibration on patient side cart fixture test platform (pftp), and installed the unit on a system. The unit passed startup in normal mode along with successful engagement(s) of multiple instrument and sterile adapter combinations. The system was power cycled 20 times with no issues or fault generated.